Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant due to aortic insufficiency. Another valve was successfully implanted with no adverse pt effects.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as device performed according to specification during laboratory testing. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. Natural fenestrations were noted in the lunula of the non-coronary cusp adjacent to the right non-coronary commissure. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Analysis could not confirm the clinical observation. The valve functioned according to specification during laboratory testing.